Manufacturer narrative:
Investigation summary: no abnormality is found on process retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the defect status of the complained sample cannot be identified, and the usage of the sample is unknown, the root cause of leakage at the joint of the prn cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
At 22:00 on (B)(6), 2026, the child, was admitted to the hospital with a fall from height injury, and at 22:00 on (B)(6), 2026, while using a newly punctured intravenous (IV) indwelling needle for infusion of medication, the side of the heparin cap of the prn leaked, and the therapeutic medication leaked, and the heparin cap was immediately given to be replaced without any further leakage.